Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was not involved in the event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the surgeon retained the explanted device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00801803203, versys femoral head, lot # 61542836, item # unk, unknown stem; lot # unk, item # unk, unknown cup, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05470, 0002648920-2017-00504, 001822565-2017-05469.

Event description:
It is reported that a patients hip arthroplasty was revised due to metallosis, pain, and implant wear. No further information is available.